Manufacturer narrative:
G4:02feb2021; b4:03feb2021. The service technician replaced the front bezel to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04aug2020.

Event description:
The customer reported bad navigation (nav) ring. The customer confirmed settings can be changed via the screen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.